Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missed alert on the dexcom receiver and an adverse event occurred. The patient's mother stated at around 12:00am, she and her husband woke up due to the patient having a diabetic seizure. It was indicated that the receiver and g5 mobile application was displaying a blood glucose (bg) value of 48mg/dl; however, the receiver or the g5 mobile application did not give any alerts or notifications. The patient's mother checked the patient's bg with a glucometer and it was reading 39mg/dl. The patient's father fed the patient honey and after a few minutes, the patient stopped seizing. The patient's parents contacted the diabetic nurse and was advised to take the patient to the emergency room (ER) for a checkup. The patient's vitals were checked at the ER and as a result, the patient was in healthy condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.